Event description:
It was reported the instruments were used during a thoracotomy/lung biopsy. It was reported the first instrument, ez45b, would not fire on first firing. It was reloaded with a new cartridge and then was difficult to open. It was removed from the field. Another instrument, ez45b, was used successfully for approximately 4-5 firings. On approximately the 5-6th firing on the left upper lobe of the lung, the instrument seemed to fire appropriately. No unusual audible or tactile feedback was noted. When the jaws were opened after firing, the surgeon saw a stream of blood. Pt lost approx. 700cc of blood and was transfused with 1000cc plasmanate. Surgeon opened ez45g and fired to control the bleeding and proceed with case.